Manufacturer narrative:
(B)(4). Approximate age of device- 3 years and 11 months. The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired due to loss of power from the lvad device. The patient fell asleep on batteries and was found unresponsive and unable to resuscitate. No further information was provided.